Manufacturer narrative:
Based on the information provided, isi has not determined the root cause for the alleged post-operative complications experienced by the patient and his subsequent demise. Also, the blue stapler 45 reloads used during the reported event have been discarded by the site. Therefore, the blue stapler 45 reloads will not be returned to isi for evaluation. If additional information is received a follow-up medwatch report will be submitted to the FDA. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. According to the system logs, the stapler 45 instrument, used during the surgical procedure, successfully fired 5 blue stapler 45 reloads without any issues. There were no incomplete clamps found. The instrument has not been used in any subsequent surgical procedures as of the date of this report. The site was advised to send the stapler 45 instrument back to isi for evaluation. Based on the current information provided, this complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted right hemicolectomy procedure, the surgeon claimed that the patient experienced a staple line failure and subsequently passed away. However, at this time, the causes of the reported anastomotic leak and patient death are unknown.

Event description:
It was initially reported that after completion of a da vinci-assisted right hemicolectomy procedure, a surgical staple line failure was identified. Specific details regarding the post-operative complication were not provided. There was also no report that a patient death had occurred. On 08/02/2016, intuitive surgical, inc. (Isi) contacted the site's or director and obtained the following information regarding the reported event: she was not present during the actual da vinci-assisted surgical procedure which she stated was performed on (B)(6) 2016. The or director indicated that the patient underwent the da vinci-assisted surgical procedure for a gastrointestinal bleed with diverticulitis. There were no reported intra-operative complications. There were also no reports of any malfunction of the da vinci surgical system during the case. On (B)(6) 2016, the patient was reportedly in a very poor condition and underwent an exploratory laparotomy. During the procedure, the patient underwent an ileocolectomy and resection of the anastomosis. A diverting ileostomy was also created. The post-operative diagnosis was an anastomotic leak according to the or director. The patient was reportedly discharged on (B)(6) 2016. The or director mentioned that the surgeon informed the patient's family that the patient's post-op complications were a result of a failure of the robotic stapler instrument. On 08/02/2016, isi contacted the isi clinical sales representative (csr) and obtained the following information about the case: the csr indicated that he was present during the entire 6 hour procedure which he confirmed had taken place on (B)(6) 2016. He did not know if the patient, a male, had previous chemotherapy or radiation treatment prior to undergoing the da vinci-assisted surgical procedure. No intra-operative complications were observed or reported. There were also no reported malfunctions of the da vinci system, instruments, or accessories. According to the csr, there were no errors generated in relation to the use of the stapler 45 instrument that was used during the surgical procedure. There were no reports of malformed staples or stapler misfires. The surgeon reportedly over-sewed the staple line with sutures. The csr confirmed that the patient underwent an ileocolectomy and resection of the anastomosis on (B)(6) 2016 via laparotomy. The csr was able to read a pathology report, shared by the site's or director, which described a tissue sample taken from the staple line as being necrotic. A few days later, the patient was brought back to the or after a bowel perforation was identified which was not found during the exploratory laparotomy procedure performed on (B)(6) 2016. The csr stated that there was no allegation that the bowel perforation was caused during the da vinci-assisted surgical procedure. According to the csr, the patient passed away on an unspecified date due to the operative complications. The csr did not know if an autopsy was performed. The csr also mentioned that the surgeon informed the patient's family that the robotic stapler instrument had failed. To his knowledge, the stapler instrument is still at the site and has not been used in any subsequent da vinci surgical procedures. The csr indicated that the stapler reloads used during the initial da vinci surgical procedure were discarded by the site since there were no reported malfunctions of the da vinci equipment at the time. On 08/04/2016, isi contacted the site's director of risk management and obtained the following information regarding the reported event: the director of risk management reviewed the pathology report and did not find any documentation of a staple line failure. Based on the pathology report, the director of risk management mentioned that the necrotic area around the anastomosis appeared as though there was possibly inadequate perfusion. The director of risk management also indicated that she saw the patient a few days before he passed away and described his wounds as healing and granulating. In addition, the director of risk management stated that the patient was expected to have a long recovery and the situation was a recoverable incident. However, the patient's wife made the decision to end life-support since she felt as though the patient would not want to live the remainder of his life in the condition he was in. The surgeon then granted the decision of the patient's wife and removed him from a ventilator on (B)(6) 2016. The patient's family declined to have an autopsy performed.